Manufacturer narrative:
Pump received with detached end cap and broken reservoir tube lip, case from display window corner, cracked case, cracked case from reservoir tube window corners, cracked reservoir tube window and missing end cap sticker. Unable to perform displacement test due to detached end cap and complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack by the reservoir compartment side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.